Event description:
According to the reporter, during a laparoscopic procedure, the device had a poor staple line, it was incomplete while stapling the caecum. It was fixed with a new stapler. There was unanticipated tissue loss and damage, the incision was extended more than 1 inch. The caecum was perforated and resolved by laparotomy of 3 inches. The surgical time was extended for 45 minutes or more and the patient had to extend hospital for a minimum of 24-48 hours result of laparotomy instead of laparoscopy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, as per the additional information received, there was also report of the patient having a wound infection.